Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was sticking. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Based on the analysis, the alleged wake button issue was verified in the pump logs; however, no failure was identified.